Event description:
It was reported that the following issue was observed on the device: ¿ note: "this would not connect to the brain on the left side. It shut everything down". Pump will not connect to brain - lights flash but connection does not complete. Tried replacing iui connectors - no luck. Sent to ce support for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: "I hooked the pump up to 3 pcus and it worked fine on all of them. I tried it on both sides of the pcus to make sure, but I never got the reported error. I could have just been a software glitch, but if it starts to occur again the logic board will need to be replaced.the pressure sensors failed their calibration, and some segments were going out on the display, so I replaced the pressure sensors and put in a new display board. The first downstream pressure sensor I put in was also broken, so I had to replace that one twice.I recalibrated the instrument and it passed all of its pm tests." Reported problem cause description: "mechanical - electrical¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.